Event description:
Endoscopic retrograde cholangiopancreatography (ercp) scope has disposable cover that is used during procedure. During a patient's ercp, while the md was removing stones from the bile duct the cover came off and was loose in the patient's small intestine. The scope had to be removed from the patient, reloaded with a new disposable cover in order to continue the work needed. At the end of the procedure, the md utilized a roth net to secure and remove the loose disposable cover along with the scope. No objects were retained by the patient.